Event description:
It was reported the haptic on the intraocular lens bent during insertion into the patient's eye. The damaged haptic was not observed until after the iol was implanted at which time the iol was cut in pieces, the incision enlarged and the lens removed.

Manufacturer narrative:
A small piece of the iol optic with a distorted haptic attached was received. The condition of the item precluded analysis of the device. The lens met all specifications prior to release. While we were unable to determine the origin of the damage our investigation reasonably suggests it is not manufacturing related.